Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user on ilet for 12 continuous days experienced recurrent hypoglycemia, including a lowest documented glucose of 45 mg/dl lasting about one hour, despite device low and urgent low alerts, and elected to return the system; the user also reported exhaustion with frequent carbohydrate intake to prevent lows. Symptoms included tiredness and sweating. Outcomes included self-treatment with multiple oral carbohydrates and three glucagon injections, without professional medical intervention or assistance and without hospitalization. Investigation included case intake and review of the reported glucose event information. Investigation of this case revealed cause unclear for hypoglycemia with no specific device component failure identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.